Event description:
(B)(4). Event took place in the (B)(6). Original user's narrative: "when removing catheter, it was cut at the skin bridge leaving 5cm embedded in the skin. Upon trying to remove this, only the metal ultrasound spiral was removed. Therefore, 5cm of the catheter is left in with the gold stimulating tip possibly attached and wire. The patient has been x-rayed and a sample of the catheter with gold tip given to the radiologist for comparison. Please advise whether catheter should be left or extracted." The user was strongly advised to remove the fragment from the patient. Neither patient outcome nor further actions have been reported but requested by manufacturer several times. User admitted user error.

Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. As a result of the evaluation, this is proven to be an error due to human failure upon removing the catheter. Pajunk considers this file as closed.